Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
10 years after implantation ((B)(6) 2009) there is a disconnection of the stem from the prosthesis head. There was no trauma. The stem and acetabulum are tight. The prosthesis head remains in the acetabulum. Prosthesis head: lfit anatomic v40 femoral head 36 + 5 mm ref 6260-9-236, lot mer43w, sn (B)(4).